Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05805. It was reported that the burr became twined with the rotawire. The 80% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink burr and a rotawire were used to treat the target lesion. During the procedure, it was noted that the burr was twined with the rotawire. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.

Manufacturer narrative:
Corrected lot number from 17494977 to 17325079. Corrected device expiration date from 10/31/2016 to 08/31/2016. Corrected device manufactured date from 12/05/2014 to 10/02/2014. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and a kink in the coil near the handshake connection was noted. The burr was microscopically examined and the annulus was within specification. No issues were noted with the burr. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05805. It was reported that the burr became twined with the rotawire. The 80% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink burr and a rotawire were used to treat the target lesion. During the procedure, it was noted that the burr was twined with the rotawire. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.